Event description:
The device was used during a low anterior resection procedure. Reportedly, the suture broke. The surgeon resected the tissue at the application site. The surgeon applied another instrument and the suture broke again. The hosp has not stated what was done to complete the procedure; however, they reported that the pt's condition is satisfactory.